Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remained in the patient, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that the original procedure was performed on (B)(6) 2015. Patient complained of pain four weeks post op. About two weeks prior to (B)(6) 2015, patient's big toe was amputated. Test and diagnosis revealed on 8/19/2015 patient had a post-op infection (mrsa). Procedure: repair of an ehl (extensor hallucis longus) tendon. Follow-up investigation: the procedure was a right foot ehl tendon repair as a result of an open fracture. Patient is diabetic. The (B)(4) was the only part implanted during the (B)(6) 2015 procedure. The patient had developed symptoms of infection within ten days of the (B)(6) 2015 procedure which led to the toe amputation on (B)(6) 2015. During the amputation, the (B)(4) was explanted. Patient is being treated for the mrsa infection with antibiotics via pic line. No plans for any additional surgical procedures.